Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father called in to report a failed battery test alarm. The customer's blood glucose level was 103 mg/dl. The caller did not have the customer's device at the time of call and no troubleshooting could be completed. The caller stated he would have the customer call back to troubleshoot. Nothing was replaced or returned.